Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor was unable to power on. Upon evaluation, there was corrosion on the j1 battery connector, j101 and j501 on the c/a board and the jtag board. The corrosion caused the inability to power on. The root cause of the corrosion was ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.